Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 3.0x28mm xience v stent was successfully implanted in the proximal circumflex (cx) coronary artery lesion and a 2.5x23mm xience v stent was successfully implanted in the 1st diagonal coronary artery lesion. Starting on (B)(6) 2015, the patient experienced chest pain especially during the cold weather. A positive stress test was noted. On (B)(6) 2015, the patient was hospitalized and a non-abbott stent was implanted in the proximal cx. On (B)(6) 2015, the patient was discharged from the hospital and the event resolved without sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience v everolimus eluting coronary stent system electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue.

Event description:
Subsequent to the initial medwatch report, additional information was received: the 3.0x28mm xience v stent had in-stent re-stenosis at the distal portion.